Event description:
A consumer reported not being able to read from a screen at usual reading distance (50-70 cm) after bilateral intraocular lens (iol) implantation. According to the consumer distance vision was good but he was only able to read from a screen at 90 cm. This led to vision difficulties working with computer and tablet at usual distance. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this patient. This report is for the patient's first eye.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).